Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported illumination port one and two were not working. Additional information has been requested.

Event description:
Additional information was received from the customer reporting the illumination was not working during surgery. The auxiliary illuminator was used to complete the case. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system but was unable to replicate the reported event. The reported event was confirmed in the event log with system message (sm) [the lamp in the table top illuminator needs to be replaced. Please contact field service]. The illuminator module was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).